Manufacturer narrative:
(B)(4). Investigation - evaluation: during the course of investigation, a review of the complaint history, device history record, quality control (qc) and a visual inspection of the returned photo images were conducted. Per the information provided in the report, an extra incision was required to remove a petite polysulfone vital port from a pediatric patient. Based on the photos of the device, it appears that a calcium-like substance is on the od (outer diameter) of the catheter. There is no visual evidence of wear or other nonconformities on the catheter. The duration of the implantation was not provided, nor were details of the patient's treatment regimen. Manufacturing and qc records for this device were reviewed and no evidence of nonconformity was found. Previous complaints for catheter calcification requiring surgical intervention were reviewed, and no link between the event and manufacturing or lot nonconformity has been established. No other complaints for this device lot were found. The presence of a calcium-like material is a known risk of implantation of catheter material, which is supported by a statement in the IFU. There is no evidence that the device, its material, or components contributed to this complaint. The root cause of the calcification is unknown. We will continue to monitor this device. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During the removal of the portacath on the (B)(6) male patient, the port was stuck in the neck of the patient and required an extra incision to remove. Information was provided that no part of the device remained inside the patient; however, exploration of the neck was required. The initial reporter informed that there was an adverse effect to the patient due to this occurrence; however, no details were supplied.